Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f torqvue 45x45 delivery system. Patient presented in atrial fibrillation. Transseptal puncture was inferior, posterior. 10000 units heparin was administered and activated clotting time was greater than 280. Implantation was very difficult due to anatomy along with poor imaging quality. Device was partially recaptured twice. When attempting to implant the device, localized pericardial effusion was observed at the laa. Cardiac tamponade was present. The procedure was abandoned and pericardiocentesis was performed. The patient was reported to be stable. In the physician's opinion the amulet system had caused the pericardial effusion.

Manufacturer narrative:
An event of patient device interaction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause of the reported patient device interaction problem could not be conclusively determined. The patient effects of pericardial effusion and cardiac tamponade could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.